Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was being implanted. Following a successful implantation, a pericardial effusion was seen. The patient was intubated due to hemodynamic issues as a result of the pericardial effusion. Pericardiocentesis was then performed in response to the pericardial effusion. The patient was extubated two days following the completion of the procedure and was given a blood transfusion. No further patient complications were reported and the patient was discharged home eight days post procedure.